Event description:
It was reported that, the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer was vomitting and had diarrhea. The insulin pump did show a low reservoir in the memory. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not, the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.